Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous mid left anterior descending artery (lad). The apex monorail balloon was inflated to 6 atms for 30 seconds for the first inflation, and ruptured at 10 atms on the second inflation. No patient complications were reported, and the procedure was completed with a different device. Patient status was reported as "no injury".